Event description:
The pump was returned the manufacturer without any return paperwork. It was later reported the pt experienced a lack of efficacy despite multiple adjustments. It was further noted there was a catheter break, tear, hole at the distal (spinal) segment. Surgical intervention occurred to the pump and catheter. The pt outcome was reported as recovered without sequelae. The drug infused was baclofen 2000mcg/ml at a daily dose of 358.1 mcg.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found; normal device function. Final analysis of the catheter revealed acceptable catheter testing. Only a short segment of the sc connector was returned for testing and 3.6 cm segment of the sc assembly.